Event description:
Patient had a pathological subtroch fracture and bone was very hard and sclerotic. 3.2 guideline was used to open canal. The tip broke off and was left in canal. Decided against the gamma long nail and went to an omega side plate and one of the screw heads snapped off and the remainder of the screw was left in the femur as well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a review of the DHR for the k-wire revealed no discrepancies in material or manufacturing. The item returned was documented as faultless prior to distribution. As the broken off part of the k-wire was not returned for evaluation it can only be suggested that most likely the k-wire was deflected inside the bone. Therefore the subsequently used step drill most likely got jammed on the k-wire and the tip of the k-wire broke due to overload. The reason for k-wire deflection is unknown but could be related to hard bone structure or non-pre-drilling of the lateral cortex which is required in the op-tech. However, the operative technique also includes that the position of the k-wire shall be checked during surgery via x-rays to avoid this kind of issue. Due to the missing part the final root cause cannot be determined. Device was not returned.

Event description:
Patient had a pathological subtroch fracture and bone was very hard and sclerotic. 3.2 guideline was used to open canal. The tip broke off and was left in canal. Decided against the gamma long nail and went to an omega side plate and one of the screw heads snapped off and the remainder of the screw was left in the femur as well.